Manufacturer narrative:
No information available from the user facility. The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. The 2007 15-month jagwire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
On november 02, 2007, it was reported to boston scientific corporation that a contrast study procedure using a tandem xl ercp cannula and a jag precursor guidewire was performed (patient age, gender, and weight unknown). According to the complainant, the jag precursor guidewire was placed through the tandem xl ercp cannula and then "the tandem was passed through [the] distal calculus" and a contrast study was performed. When removing the wire, "the distal tip was separated and remained inside the body." It was further reported that the physician attempted to retrieve the distal tip with a basket (product and manufacturer unknown) but the procedure "failed"; the procedure was aborted. Reportedly, a second procedure to remove the tip was performed in 2007; however, the tip was not able to be retrieved. No patient complications were reported as a result of the reported event.